Manufacturer narrative:
(B)(4). Batch # p5610w. Device evaluation: the analysis found that one pcee45a device was returned with no apparent damage and with one ecr45d cartridge reload loaded on the device. The cartridge was received unfired. During further evaluation, the device was noted to be non functional. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, the motor was noted damaged. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No functional testing could be performed due to the returned condition of the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an open super low anterior resection, the device was not activated at the first firing. The device was used on the rectum. The pre-compression time was 2 minutes. Another device was used to complete the case. There were no adverse consequences to the patient.